Event description:
Customer reported she inserted the infusion set prior to rewinding the insulin pump and priming. Customer was instructed to disconnect at the quick release. Customer was assisted with completing the prime/rewind process. Customer also reported she had an auto off alarm on the insulin pump. Customer's daughter confirmed that the nurse set up the alarm for 8 hours because that's how long she sleeps. Customer stated she experienced low blood glucose of 56 mg/dl in the morning; she treated with 3 glucose tablets. Customer did not know the reason for being low. She explained that at 3:30am she was 68 mg/dl so she ate a couple of crackers, at 4:10am it was 109 mg/dl but at 6:30am it was 56 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.